Event description:
It was reported that this right ventricular lead was repositioned five days post implant due to loss of capture. An x-ray confirmed lead did not dislodge. There was no inappropriate therapy or asystole. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.